Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. Expiry date: 01/2022.

Event description:
It was reported that two years ten months and twenty days post port placement, the patient allegedly had swelling above the port during flushing. It was further reported that there was no blood return with slight tenderness upon flushing. Furthermore, a chest x-ray was taken, and blurry catheter wall was found. Reportedly, the catheter was allegedly broken at approximately 4 cm above the port connection and catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Also, two photos and two images were provided for review. The images show a blurry view of the catheter passing the clavicle region. The photos show the fracture in the catheter. Visual, gross visual, microscopic, tactile and functional evaluations were performed. A compound break was noted on the catheter and a small split was noted in one of the break regions. The edges of the compound break were noted to be uneven and the surface was noted to be round and smooth in both regions. Therefore, the investigation is confirmed for the reported fracture and the identified wear and deformation issues. The investigation is inconclusive for the reported suction issue as no objective evidence was provided. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years ten months and twenty days post port placement, the patient allegedly had swelling above the port during flushing. It was further reported that there was no blood return with slight tenderness upon flushing. Furthermore, a chest x-ray was taken, and blurry catheter wall was found. Reportedly, the catheter was allegedly broken at approximately 4 cm above the port connection and catheter was removed. There was no reported patient injury.